Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 400 mg/dl. Insulin pump had insulin flow blocked. Insulin pump was not working. Insulin pump had insulin flow block during load reservoir. Unknown if customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was not assisted with troubleshooting. Device will be returned for analysis.